Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device was dead and didn't work. The patient's device depleted 6-7 months ago. The patient was having an MRI for pain in the hip, which was not related to the device. The patient stated that they fell twice and the battery is sticking out and will not charge up. The patient stated that they fell in (B)(6) 2015 and a second time maybe a month before the call. The patient stated that no one told them about their battery being discharged. The patient hasn't charged in over a year and cannot charge their device at this time. The patient stated that the ins is not flat it is sitting up. No further complications were reported or anticipated.